Event description:
Procedure performed: robotic-assisted pylorotomy. Event description: [hospital] dealer: [name] report from the sales rep via email; the product was inserted through the port and the specimen was collected. The upper string of the specimen bag was not closed, and the string fell out of the shaft and fell into the fetus. After that, the upper part of the bag was grasped with [name] forceps, and the specimen was removed from the body to complete the procedure. This unit will be not returned. Intervention: the recovery process was performed on [name]. Patient status: no patient injury or illness associated with this event.

Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified. The probability and criticality of the harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: robotic-assisted pylorotomy event description: [hospital] dealer: [name] report from the sales rep via email; the product was inserted through the port and the specimen was collected. The upper string of the specimen bag was not closed, and the string fell out of the shaft and fell into the fetus. After that, the upper part of the bag was grasped with [name] forceps, and the specimen was removed from the body to complete the procedure. This unit will be not returned. Intervention: the recovery process was performed on [name]. Patient status: no patient injury or illness associated with this event.